Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise indirect sodium for gen.2 results for multiple patient samples on module 2 of an 8000 cobas ise module (double). The physician questioned two patient results. Therefore, multiple patient samples were repeated. Of the data provided, there were erroneous sodium results for two patient samples. For patient 1 the initial sodium result was 153 mmol/l on ise module 2 and was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated on ise module 1 and the repeat result was 147 mmol/l. For patient 2 the initial sodium result was 150 mmol/l on ise module 2 and was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated on ise module 1 and the repeat result was 142 mmol/l. Patient 2 was a (B)(6) year old male. The repeat testing was deemed to be correct. Erroneous results were reported outside of the laboratory. There was no adverse event. The customer stated that the qc was acceptable. The customer stated that their ise module 2 results had been higher than ise module 1 but the results looked "good" on (B)(6) 2018. The sodium electrode lot number and expiration date were not provided. The field service engineer (fse) stated that the customer complained of a clot immediately before the discrepant results. The fse stated that carryover contamination persisted until it was dissolved during normal operation. The fse cleaned the instrument, inspected the dilution vessel. The fse performed precision that was acceptable. The customer ran calibration and qc that as acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.